Manufacturer narrative:
(B)(4). The report of low flow alarms, elevated pump power values, and pump stoppage events was confirmed based on the evaluation of the log files retrieved from the returned system controllers with serial numbers (B)(4); however, a specific cause for the atypical events captured in the log files and the events leading up to the patient's expiration as well as a correlation with the pump could not be determined through this evaluation. An autopsy was not performed and the pump was not explanted. Additionally, the returned system controllers were evaluated and functionally tested and were found to function as intended. The system controllers operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted on either device. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-00800 for the report of the pump exchange due to a suspected issue with the percutaneous lead. Device information was not provided. Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and underwent a device exchange on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016. It was reported that the patient underwent a pump exchange due to a suspected issue with the percutaneous lead on (B)(6) 2016. It was reported that while in the operating room during the exchange procedure, the patient had arrested intraoperatively due to suspected pulmonary embolism and required chest compressions for 12 minutes. On (B)(6) 2016, it was reported that the newly implanted pump was making an odd vibration noise and the patient was experiencing pump power elevations. The patient was started on a heparin drip. Approximately 45 minutes later, it was reported that the patient received a few low flow red heart alarms and the pump had stopped running. Two system controller exchanges were made, but the pump continued to show speed and estimated pump flow values of 0. It was also noted that the patient's skin was very hot over the location of the pump. Approximately one hour after pump stoppage, it was reported that the pump remained off. The patient remained on heparin but had begun bleeding. Support was withdrawn as the patient was extubated and drips were removed and the patient expired quickly. It was reported that the patient's expiration was thought to be related to intraoperative pulmonary embolism and chest compressions. No further information was provided.